Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/ IV.

Event description:
Healthcare professional reported "scattered punctate calcifications, presence of folds, simple cyst" and "capsular contracture baker grade iii/ IV (grade IV was reported clinically and grade iii reported by us)". The device remains implanted. This relates to the right side. Treatment: singulair 10mg.